Manufacturer narrative:
A review of the device history record indicates the product was built to specification. A product sample was not returned for evaluation. Sample has not been returned. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported on case of inflammatory response and foreign body in the eye post operative cataract surgery which was resolved with treatment. The reporter attributed that "the issue could be related to lint and fibers" in their packs. Upon follow up, the reporter indicated that this was a case of toxic anterior segment syndrome, and increasing the dose of generic steroid post operatively mitigated the inflammatory reaction.